Manufacturer narrative:
Concomitant medical products: dtmb1qq ICD implanted: (B)(6) 2016.

Event description:
It was reported that the patient went swimming and afterwards felt diaphragmatic stimulation and then pocket stimulation. A chest xray confirmed that the lead was dislodged and located in the device pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.